Event description:
Major pump unit(s) involved: external control system failure; controller dysfunction contributing to tachycardia. Specific component(s) involved: external controller malfunction; no details found in record. Causative or contributing factor: no specific contributing cause identified. Intervention(s): replacement of external controller; type: lvad.

Event description:
Major pump unit(s) involved: external control system failure.specific component(s) involved: external controller malfunction.